Event description:
On (B)(4) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument. There was no patient information available. The patient was treated on the lab result. Date, time, method, pt/ inr, sample: (B)(6) 2013, 11:19, I-stat, 7.0, a. (B)(6) 2013, 11:30, stago, 3.9, b. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.